Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). No sample has been returned for investigation. Without the actual sample (or device), a thorough investigation could not be performed and no specific conclusion can be drawn as to the cause of the reported event. A review of the batch and manufacturing records revealed no abnormalities or nonconformities.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in switzerland: easypump ran out too fast